Event description:
It was reported that during equipment service, unstable rotational speed was noted. During service of the console, unstable output of rotational speed was noted. The rotational speed would increase to 300,000rpm, and when the foot pedal was released and applied again, the rotational speed would be much lower. Upon adjusting the knob, the speed would not go higher than 20,000rpm. The device had no contact with the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during equipment service, unstable rotational speed was noted. During service of the console, unstable output of rotational speed was noted. The rotational speed would increase to 300,000rpm, and when the foot pedal was released and applied again, the rotational speed would be much lower. Upon adjusting the knob, the speed would not go higher than 20,000rpm. The device had no contact with the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the console and foot pedal were received and tested together as a system using a rotalink 1.75mm burr. The foot pedal functions properly. The console rotational speed in dynaglide mode initially starts at 46 krpm and then jumps to and maintains 53 krpm. In turbine mode, the speed was set to and maintained 180 krpm and 190 krpm; the maximum turbine rotational speed reached was 200 krpm. Turbine mode and the rotational speed adjustment functions properly. The dynaglide mode rotational speed was unstable. The maximum turbine pressure was slightly low at 81 psi. The system operation does not appear to be affected. The internal pressure regulator can be adjusted to bring this reading back into specified range. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear due to age and frequency of use. (B)(4).